Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). Extraneal therapy was ongoing. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj). Cefepime (1gm, once in a day, and route not reported) for peritonitis. The outcome of this peritonitis event was unknown.